Manufacturer narrative:
Catalog number- potential part numbers 102-n231s & 102-n251s. Expiration date - unknown due to unknown lot number . UDI - unknown due to unknown lot number. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Initial reporter name - (B)(6). Health professional: unknown. Occupation: unknown. The actual device was not returned to the manufacturing facility for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for evaluation hence we could not determine the details of its actual condition. No lot history files and retention samples were checked since complaint lot number is unknown. The representative samples were successfully activated without any difficulty during simulation. An audible click was heard and the activated needle was visually confirmed wherein cannula is securely locked on the sheath tooth and no abnormality was noted. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual and sensory inspection to assure lots are in good quality. (B)(4).

Event description:
The user facility reported that the staff had incurred a needle stick from the mckesson safety needle. This happened because the mckesson safety needle was flimsy (bent side-to-side too easily) and or sometimes appeared to "snap" into a locked position but has not locked.